Manufacturer narrative:
The 2.5 mm diameter locking screws (1405-101x) are provided to the customer within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit (sk12) that the product is distributed within. The device was not returned to the manufacturer for evaluation. Device specific product and lot information were not available, therefore a review of device history records was not able to be performed. However, all non-conformances for sk12, 1405-1012, 1405-1014, and 1405-4005 were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to what was reported. It was reported that all hardware was removed in a revision surgery on (B)(6) 2020 due to screws backing out of the plate. The intended bones were confirmed to be fused. Although a number of factors could have contributed to the backed out screws, the most likely cause cannot be determined due to the device not being returned. However, it is possible the screw was not completely locked into the plate. Not fully seating screws during insertion can result in them loosening over time and eventually backing out. The surgical technique includes the following statement regarding the proper method for inserting screws into a plate: "advance the screw into the plate to the point where locking threads under the head of the screw engage into the receiving threads in the plate. Continue advancing the screw into the bone until a firm stop is achieved signifying the complete lock of the screw head into the plate. When properly installed, the head of the screw should sit flush with the top surface of the plate." The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, the intended bones were confirmed to be fused; however, the dorsal-lateral plate and screws were removed in a revision surgery on (B)(6) 2020 due to screws backing out of the plate. There was no other report of patient impact or injury as a result of this event.